Event description:
The patient contacted animas on (B)(6) 2013 reporting that they were admitted to the hospital with a blood glucose if 961mg/dl with nausea, vomiting, abdominal cramps, frequent urination, dry mouth, and large ketones. The patient was treated with IV insulin drip. The patient stated that they changed their site one week and again on (B)(6) 2013. The patient was requesting assistance in increasing the two hour limit. He was trying to bolus 54.3 units and was only able to bolus 26 and 24 due to max 2 hour set on 50 units. The patient reported that they have been trying to bolus since this am and bg is in 400's mg/dl and pump will not let him bolus anymore due to the 2 hour limit is set at 50 and the patient was trying to bolus 54.3 units. Customer support (cs) walked patient through setting 2 hour to 65 for now till bg comes on down to normal. Advised pt max bolus can only be set at 35. Cs advised the patient to change out site if this bolus does not bring bg on down. Cs advised patient to check bg every 2 hours and bolus per pump recommendation or per healthcare orders. Although no specific evidence of pump malfunction or defect was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.